Event description:
During a laparoscopic right colectomy, the surgeon was resecting bowel and when engaging the device during the first fire, the stapler did not completely fire. (The device holds five staples.) The firing of the other four staples worked and no additional equipment needed. There was no harm to the patient. Manufacturer response for 60 mm powered plus articulating endoscopic linear cutter, ethicon endo surgery (per site reporter).